Event description:
It was reported that the patient had shortness of breath, dyspnea related to left ventricular (lv) lead migration. The device was reprogrammed and the issue was resolved. No further information was reported.